Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the device failed system pressure testing. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Resolution and disposition: the customer reported the issue was self created; the o2 regulator was replaced and the check valve was reinstalled correctly to address the reported problem.